Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump went into threshold suspend during the night. Sensor glucose was under 60 mg/dl and blood glucose was over 400 mg/dl. Customer washed her hands and checked twice and blood glucose was over 400 mg/dl. Customer treated with correction bolus via manual injection and changed her infusion site. Customer declined troubleshooting. No further information reported.